Manufacturer narrative:
The reported field event of loss of telemetry could not be confirmed. The device was received in backup vvi mode operation due to code corruption, which occurred post device explant. Functional testing after recovering the device from backup operation did not identify any telemetry or electrical anomalies. The device battery had depleted close to end of service (eos). A longevity calculation was performed and the device met its overall expected longevity. The original battery was replaced with a new battery and the device was extensively tested. The device could communicate successfully with the programmer even when the battery voltage was lowered. The cause of loss of telemetry/communication with the device noted in the field could not be determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During interrogating the pulse generator, a loss of communication occurred and the communication could not be established anymore. Two different programmers were tried with no success. Electrograms were done with magnet over the device, showing the device was closed to elective replacement indicator ¿ eri. The device was explanted and replaced on (B)(6) 2018. No adverse event to the patient prior, during and post procedure. The patient was in stable condition.